Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 240 mg/dl. Customer reported that the act button was not responding, therefore, customer was not able to deliver a bolus. Customer reported to have jumped into a swimming pool with insulin pump attached about a week prior to malfunction. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.